Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, a repeated error on universal surgical manipulator 4 (usm) was reoccurring each time the user was selecting ¿fault recover¿. The system logs confirmed the pot to encoder (pte) error reported by the usm 4 tornado. The technical support engineer (tse) asked the customer to attempt moving the patient clearance, after recovering from the fault, and the error reoccurred. The pte error pointed to axis 0 of usm4, indicating that the tornado axis of the outer distal set up joint (suj) 4 was failing. The tse recommended the customer to disable the usm 4. After disabling the arm and selecting fault recover, the system completed power up without errors and the procedure continued with the remaining three arms. There was no patient injury. Later, the customer followed up with the tse for assistance with stowing. The tse informed that due to usm 4 being disabled, the stow feature was unavailable. The tse informed the customer to manually stow the system. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The isi fse replaced the set up joint (suj) due to error code 23008. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the suj for evaluation, but it has not yet been completed. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted following the completion of the product analysis, and/ or if additional information is received. No image or video clip for the reported event was submitted for review. A review of the site's system logs for the reported procedure date was conducted by isi technical support when the customer called for support. Investigation revealed errors 23008 and 23007 which stated that pot to encoder (pte) error reported by the usm 4 tornado related to the reported complaint. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system sk5184. This complaint is a reportable malfunction event due to the following: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the outer distal set up joint (suj) part involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate the customer reported complaint when the unit was installed on the system. During testing, the suj unit failed the tornado twang test. Error 23008 related to motor encoder was also observed in the logs. The motor module and the harmonic drive will be replaced as a fix.